Manufacturer narrative:
It was reported three tests were completed and one returned a result with a "strange black mark where it would be red if it was a positive." No additional information and product-specific information was obtained through complaint investigation follow-up attempts and consequently, a review of manufacturing route sheets could not be performed as the lot number is unknown. No further investigation is possible with limited information at hand. The cause of the reported event, ambiguous result, could not be determined. The reported event could not be confirmed.

Event description:
It was reported all staff uses the innova sars-cov-2 antigen rapid qualitative test and one of the team members had completed three tests which came back with a "strange black mark where it would be red if it was a positive." An ask for guidance on what may have caused this as it did not look like a positive test. Consequently, the team member was asked to complete the throat swab to confirm the result. Additional information for product-specific information and complete complaint details was requested; however unsuccessful as there was no response to attempts.